Manufacturer narrative:
See MFR: 3012307300-2018-00826. (B)(4).

Event description:
It was reported that the smiths medical device had observed leaking between the tube and the cuff. This issue was observed after 45 minutes of use. A tube change was required to resolve the issue. No injury was reported.

Manufacturer narrative:
The returned samples consisted of seven portex endotracheal tubes. One sample was received in used conditions and without its original package, and six samples were received in new conditions and with its original closed package. The comments below pertain to the six samples. The returned samples were visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found in the returned samples. With respect to functional testing, the cuffs were inflated using a syringe and the product was submerged under water in order to detect any leakage. No leak was observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.